Manufacturer narrative:
The returned valve was received with the pericardium blood stained but still in general good conditions.

Event description:
On (B)(6) 2019 a patient received a perceval pvs21 sutureless aortic heart valve as part of an aortic valve replacement. The perceval implant was performed with a right small thoracotomy via second intercostal approach, as combined surgery with ra papillary fibroelastoma resection. As the first valve ((B)(4)) was indwelled at the lower position of the valve ring, it fell off to the lv during checking whether the valve leaflets close normally. Therefore, it was removed and a new valve ((B)(4)) was used and re-dwelled, which ended in the proper position without pv leak or central leak. Then, hemorrhage from perforation of lcc annulus and ncc annulus was recognized, as well as hematoma. The procedure was ended with no problem though suffered from hemostasis difficult. The perforation and hematoma is not considered resulted from perceval implant but potentially from aggressive decalcification.

Manufacturer narrative:
Additional information received from the site on july 23, 2019. The dislodgement event added 20 minutes of additional x-clamp time to the procedure. Blood pressure was intentionally kept low due to hemorrhage and hematoma after de-clamping, however there was no problem with hemodynamics. No obvious malfunctions were identified. One of the suspected causes of dislodgement was that the indwelled position was low due to the inadequate tension of the guiding suture. The valve pvs 21/s sn (B)(6) was returned to livanova for evaluation and it was received on july 03, 2019. A complete manufacturing and material records review for the component has been performed. The results confirmed that the component satisfied all material, visual and performance standards required at the time of manufacture and release. The visual inspection performed on the returned prosthesis confirmed the absence of pre-existing defects. The dimensional verification confirmed that the returned pvs 21/s valve meets the specifications. The deployment simulations and the static leak tests, performed on the returned valve, did not highlight evidence of paravalvular leaks and / or particular deformation at the annulus level. Based on the performed analysis, the reported event is reasonably associated to an initial valve malpositioning. Fields changed: b4, b5, g4, g7, h2, h6.

Event description:
The event, related to the perceval heart valve prosthesis, pvs 21/s, occurred on (B)(6) 2019 at (B)(6) medical center ¿ (B)(6) ¿ japan, during the implantation procedure. It was reported: on (B)(6) 2019 a patient received a perceval pvs 21/s as part of an aortic valve replacement. The perceval implant was performed with a right small thoracotomy via second intercostal approach, as combined surgery with ra papillary fibroelastoma resection. As the first valve (B)(6)) was indwelled at the lower position of the valve ring, it fell off to the lv (left ventricle) during checking whether the valve leaflets close normally. Therefore, it was removed and a new valve (pvs 21/s sn (B)(6)) was used and re-dwelled, which ended in the proper position without pv leak or central leak. Then, haemorrhage from perforation of lcc (left coronary cusp) annulus and ncc (non coronary cusp) annulus was recognized, as well as hematoma. The procedure was ended with no problem though suffered from haemostasis difficulties. The perforation and hematoma are not considered resulted from perceval implant but potentially from aggressive decalcification. Additional information received from the site on july 23, 2019. The dislodgement event added 20 minutes of additional x-clamp time to the procedure. Blood pressure was intentionally kept low due to hemorrhage and hematoma after de-clamping, however there was no problem with hemodynamics. No obvious malfunctions were identified. One of the suspected causes of dislodgement was that the indwelled position was low due to the inadequate tension of the guiding suture.